Manufacturer narrative:
(B)(4).

Event description:
The patient got surgery due to right iliac artery occlusion. The physician was attempting to use 2 pacific xtreme devices to treat a lesion in the popliteal artery with severe calcification and vessel was moderately tortuous with lesion exhibiting 90% stenosis. The lesion was not pre dilated. It was reported that the two pacific xtreme balloon got burst during inflation at lesion. It was reported that the doctor thinks it could be caused by too hard plaque or product problem. The doctor used another balloon to complete the surgery. Now the patient is well. No other clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device. The balloon was unfolded and the guidewire in the balloon was visually damaged (the lumen was accordioned). It was not possible to load the 0 ,018¿¿ guidewire because the lumen was damaged. An attempt to inflate the balloon failed due to a leak in the proximal balloon welding zone. The microscope inspection showed that the leak was due to a burst of the proximal balloon welding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.